Event description:
It was reported that, during surgery, the attachment rub of the fin-lock sizer. L broke off. No pieces fell inside of the patient. It is unknown how the surgery was completed. No delay was reported. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was originally created in the integra lifesciences complaint management system. This complaint is being migrated into smartsolve as complaint handling for this product has transferred from integra to smith+nephew. As such, some details in the complaint record may represent legacy integra complaint handling processes. Evaluation of the returned device found that the center peg of the sizer was broken off and missing. Examination of the device verified that the most probable cause for the failure was wear and damage due to normal use. The fin-lock sizer is a reusable instrument expected to be used across multiple surgeries. The instrument is made of polysulfone, a type of plastic. The sizer is held by the angled handle; when the sizer is in the appropriate position on the glenoid, a guide wire is inserted into the bone through a cannula in the angled handle and the peg of the sizer. This action may subject the peg of the fin-lock sizer to significant force. Therefore, the plastic peg of the sizer may fail after prolonged use or if subjected to excessive force.